Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, the reported issue was able to be duplicated during occlusion test. Service replaced worm coupling, worm gear, motor mount and motor and powered up and occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No patient was involved in this event. No adverse effects were reported.